Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. The field service engineer found that the station would not power on. After disconnecting the drawer cable, it was determined that the issue was being caused by drawer 5. The fse removed the drawer and replaced the cubie controller and the module controller board. After reinstalling the components, the station powered on successfully. The pharmacy inventoried the items in the drawer without encountering any further issues. The drawers were tested using the diagnostics application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station was offline. The customer mentioned that their pyxis station had no sign of power, and they tried replugging and turning it on/off, but there was still no sign of power. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.